Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. Further review noted the impedances have been out of range twice. The values were 125 ohms and 132 ohms. At this time, the patient is being monitored. The lead remains in service. No adverse patient effects were reported.